Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The investigator used the programmed settings last used and gave the pump delivery testing. During testing with this program the device was found to deliver as programmed. However, the investigation was able to repeat the reported display issue using the reporter's programmed settings. During the bolus infusion, the displayed "remaining bolus time" showed as 44:59 instead of the expected 4:59. The investigation has shown this issue occurred due to a software bug. An internal software investigation has been initiated to address this.

Event description:
It was reported the device was programmed for morphine infusion. The reporter stated the pump was programmed at an hourly rate of 50 mcg/kg and an allowed bolus dose of 50 mcg/kg (215 mcg) to be infused over 5 minutes. The nurse started the infusion and ordered a bolus dose. During infusion the "remaining bolus time" was displayed as 44:59 instead of the expected 4:59. After 5 minutes elapsed the nurse stopped pump delivery over concerns the device would not revert back to the hourly rate. No adverse effects reported.